Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 8.2 mmol versus 10.3 mmol meter to lab. Tests were done within 10 minutes with a difference of 20%. Patient did not experience any adverse events. No further information has been reported.